Manufacturer narrative:
Jjpi has made numerous requests to hospital for additional information, and has been unsuccesful. At this time, jjpi believes it is unlikely that more information is forthcoming. Jjpi considers this file closed.

Event description:
During the surgery an 8mm specialist drill was used. The femur fractured when the fins of the 9.5mm im rod impacted into the unresected distal end of the femur. A bone screw was implanted through the medial and lateral condyles of the distal femur as a precautionary measure, addressing the femoral fracture.